Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 software investigation completed. Findings are the software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. (B)(4) 2015 a medtronic representative, following-up at the site, reported that the surgeon completed all major manipulation of the spine before taking the spins. The surgeon took the cervical and thoracic spins at the same time and did not check them before navigating on the thoracic spin. The surgeon placed the screws in the t spine and then the medtronic representative switched the exam over to the c spine exam. The surgeon then attempted to navigate on the c-spine and t2 was showing anatomy, however, t1 was not. The surgeon cycled the views and saw anatomy in all of the views until the surgeon brought an instrument into view and then all views except the trajectory 2 went black. The medtronic representative reported that the frames were not moved and the t spine frame was completely covered. Surgeon decided to abandon navigation for the c-spine. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 medtronic representative review of patient archives showed anatomy visible in all quadrants. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, in one imaging system spin, the anatomy was only visible in one quadrant on the navigation system. In trouble-shooting, the site took a lumbar spin with the spine frame. When transferred to the navigation system, all anatomy was visible. The site took a cervical spin with the cranial frame, when transferred to the navigation system, all views were black except for trajectory 2. The medtronic representative attempted to cycle views, re-push the exam to the navigation system and attempted to adjust the level/width, however, issue was not resolved. The surgeon declined to perform another spin, and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.